Event description:
The customer reported that skyplate dropped from the table. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.

Manufacturer narrative:
(B)(4). As a part of a radiographic system, the philips prograde is intended to acquire, process, store, display and export digital radiographic images. The philips prograde is suitable for all routine radiography examinations, including specialist areas like intensive care, trauma, or pediatric work. A portable digital flat panel detector (model "skyplate") is used for image capture. The local field service engineer (fse) went on site and found that the customer¿s skyplate detector calibration passed, no patient injury, no detector physical damage, no image artifacts present. The functional and detector service tests passed, returned to clinical operation. The reported problem was confirmed. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.